Event description:
The device was used during an unspecified procedure, reportedly, the staples were not present in the cartridge. The surgeon used another cartridge to complete the procedure. The hosp has reported no pt injury occurred.